Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The patient experience was incontinence and feeling of something down the vagina. A dark suture was noted during physical exam. No other info provided.

Event description:
As reported to coloplast though not verified, patient was implanted with supris suprapubic mesh. Later the patient experienced incontinence and feeling of something down the vagina. A dark suture was noted during physical exam.